Manufacturer narrative:
The autopulse platform was returned to zoll for investigation on 08/18/2016. Visual inspection of the returned platform was performed; no issues were noted with the device. A review of the archive was performed based on the information reviewed, and numerous system error 132-internal watchdog timeout were noted on the date of event. Functional testing was not performed as device displayed system error 132 upon powering on. In summary the customer's reported complaint was confirmed. The root cause for the reported complaint is related to the defective processor board. The processor board was replaced to remedy the error. The clutch plate was sticky and it was deburred, which is not related to the reported complaint.

Event description:
It was reported that autopulse displays "system error-out of service-revert to manual CPR" message. This issue was discovered during the morning shift check. No patient involvement was reported.